Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: two (2) devices were received for evaluation. Visual inspection of both sets did not identify any abnormalities that could have contributed to the reported condition. Both sets underwent functional testing including air leak testing (2 bar) and leaks were identified in both devices. Set one a leak was observed at the level of the housing of the filter due to a crack. Set two a leak was observed at the level of the return screwed connector due to a crack. The reported condition was verified in both sets. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the plastic filter housing of two (2) prismaflex m100 sets during prime. There was no patient involvement. No additional information is available.